Event description:
The following was reported: during the case, flex drill guide and drill were broken.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis and indicated the following: on visual examination, the fracture on the detachable flex shaft was observed approximately 3 mm from the drill chuck housing. The fracture was observed approximately 27 mm from the end of the drill bit." Material analysis: a material analysis was performed and concluded the following: "review of detachable flex shaft, catalogue # 2107-2200, lot code bcvde confirmed a fracture near the drill chuck housing. Characterisation using stereo microscopy and scanning electron microscopy confirmed the component fractured due to overload. No manufacturing or material related defects were observed on the device surfaces examined." Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar events for the lot referenced. Conclusions: it was reported that the flexible drill shaft fractured during surgery. Visual inspection of the returned device was performed as part of the material analysis and indicated the following: on visual examination, the fracture on the detachable flex shaft was observed approximately 3 mm from the drill chuck housing. The fracture was observed approximately 27 mm from the end of the drill bit." The material analysis concluded the following: "review of detachable flex shaft, catalogue # 2107-2200, lot code bcvde confirmed a fracture near the drill chuck housing. Characterisation using stereo microscopy and scanning electron microscopy confirmed the component fractured due to overload. No manufacturing or material related defects were observed on the device surfaces examined." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported: during the case, flex drill guide and drill were broken.